Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and the monitor board was replaced to remedy the problem. Root cause could not be establish since the monitor board had catastrophic damage. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.